Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the insulin pump has been alarming no delivery. He run fixed prime and insulin did not exit the tubing. After disconnecting and reconnecting the tubing and reservoir, he was able to perform manual prime. It was stated that the alarm recurs after a while of reconnecting. The drive support cap is normal. The alarm history was checked and there was a motor error alarm on 7/10. Customer's blood glucose value was 430 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to moisture damage on the force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime fill anomaly. No motor error alarm noted and the motor was tested outside the device and passed. The insulin pump has cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.